Event description:
It was reported to that the patient received inappropriate shocks due to oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation abrasion damage was found at 13.3 cm from the connector pin. The etfe coating on one of the proximal cable was also abraded in the same area, exposing the proximal cable. This would cause the reported oversensing. The abrasion is consistent with that produced by friction with another device.